Manufacturer narrative:
Film evaluation summary: the cause of the positioning difficulties and perforation/ dissection in the right external iliac artery could not be determined from the pre-implant CT¿s provided. Pre-implant films below the level of the celiac, which included the access vessels and common/external iliac arteries, were not visualized in the CT¿s provided, and films during implant were also not returned. The thoracic was mildly tortuous, with calcification seen primarily near the lsa, and irregular thrombus was seen primarily along the distal descending thoracic. The proximal seal diameter (just distal to the lsa) ranged from 26 ¿ 30mm along the 83mm length, and the thoracic diameter along the distal seal (proximal to the celiac) ranged from 30 ¿ 35mm. It is likely that implanting the device within the pre-existing right external iliac artery stent, which was not visualized on the pre-CT films, likely led to the events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was selected for use in a patient for the endovascular treatment of a 6.5 cm in diameter thoracic aortic aneurysm. It was reported that prior to the procedure the cta had no access vessels visualized and was noted in the 3d report. Day of procedure physician was notified again of no access vessel visualized on cta. During procedure, a bare metal stent was seen in the mid-right external iliac artery. The valiant delivery system was inserted but could not advance through bare metal stent. The valiant delivery system was removed from the patient. The physician elected to angioplasty/balloon to expand the bare metal stent. The valiant delivery system was attempted again but could not go through bare mental stent. The valiant stent graft was removed from the patient. The physician elected to end the procedure. It was reported that post procedure the patient developed a cold right leg. The patient had a cut down right groin and there was a perforation/dissection in the right external iliac artery. The physician implanted a bare mental stent in the right external iliac artery and the right common iliac artery which sealed the perforation/dissection. Per the physician, the causes of the event were related to the pre-existing self-expanding stent within reia. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.